Event description:
As reported, on bypass venous return issues, (low return) they adjusted cannula, then they replaced venous cannula, then they got high arterial line pressure, they changed arterial cannula, they changed out af02 and everything was fine. Clinical discussion. Two and half year old patient with av canal was scheduled for elective repair. The history noted the patient was taking herbal supplements. No issues identified or observed during set-up and priming of the cpb circuit. The prime was per standard protocol and consisted of: plasmalyte, rbcs, heparin, sodium bicarbonate, ancef, albumin, calcium (after heparin added to prime, and amicar). Just prior to cannulation, 400 units/kg of heparin was given to the patient and the act measured at 422 seconds (additional heparin in the prime). A 12 f aortic cannula was placed, as well as 14 f and 18 f venae cannulae. Cardiopulmonary bypass (cpb) was initiated and venous drainage was less than expected and less than required to maintain adequate arterial blood flow rates. The venous cannulae were checked, adjusted and no drainage improvement was realized. Cpb was halted, the 14f venous cannula was replaced with a 18f cannula, so now 2 - 18 f cannulae in place. Cpb was re-initiated and observed high arterial line pressure alarms. The line pressure was measured at 240 mmhg at a flow rate of 900 ml/min. This was on the high side of normal, cv surgeon adjusted the position of the aortic cannula. After the adjustment, the line pressure rose to >350 mmhg. Cpb was again halted and the aortic cannula was changed out for a larger size. On the re-initiation of cpb, again the line pressure was elevated, cpb was again stopped. Aorta was inspected, there were no signs of aortic dissection. Line pressure transducer was changed out and again no improvement in line pressure after test aortic infusions. Af02 arterial filter pressure drop was checked via short aortic infusions and looking at line pressure when the filter bypass line clamp was removed. It discovered the pressure drop across the filter was much higher than usually seen. Arterial filter (af02) was changed out, as the patient was still of cpb. The af02 was changed, was checked for air and cpb was again re-initiated. Line pressure was within normal limits and the procedure was completed as scheduled. Patient was hemodynamically stable during this extended time off cpb as the circuit issues were being troubleshoot. Estimated delay was 45 minutes as all of the previously stated issues were being addressed. Flow rates, line pressures and gas transfer were within normal levels through the cpb period and the patient was weaned from cpb without issue. Acts were greater than 480 seconds on pcb. The patient was extubated (in the operating room) just prior to being transferred to ICU. There were no signs of harm during the operative and post-operative phases and the patient was discharged from the hospital in 5 days. Original af02 was inspected after it was removed from the circuit, clots were observed in af02. After cpb, the cpb circuit was inspected, clots were also seen in the venous section of the reservoir. No clots observed in the oxygenator fiber bundle, hemoconcentrator, tubing, or cannulae. Procedure was completed successfully, no blood loss experienced as the blood in the original af02 remained in the cpb circuit. With clots observed in the venous reservoir and the af02, the perfusion team is questioning that adequate anticoagulation for this specific patient may have been involved with the high circuit pressures.

Manufacturer narrative:
Upon inspection, the returned filter showed significant clotting in the filter mesh, which may have led to the increased circuit pressures and resistance to flow. Complaint will be included in associates awareness training. The device history did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).